Manufacturer narrative:
No system performance information was provided by the customer. Service was on-site on (B)(6) 201, and cleaned the leak inside the instrument. The field service engineer (fse) found the peri-pump tubing was not seated where it was connected to the waste bottle. This caused the liquid waste to leak inside the instrument. The fse connected the peri-pump tubing and found a kink. The fse stated that the tubing probably became no longer seated due to the kink, although unsure of how the kink happened. The fse replaced the peri-pump tubing. The fse verified that the system was performing within the specifications.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak coming from access 2 immunoassay system. There was no report of injury.